Manufacturer narrative:
(B)(4). Upon follow up, it was reported on an unknown date the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date the patient received vancomycin 1 gram (frequency, route and duration not reported) and intravenous (IV) meropenem (dose, frequency and duration not reported) for peritonitis. At the time of this report the outcome of this peritonitis event was unknown. Action taken with dianeal therapy was not reported. No additional information is available.